Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer's medtronic representative reported via email that the customer was hospitalized three years ago for a blood glucose of 1,200 mg/dl. No customer could not be reached for further details, and no products were returned or replaced.

Manufacturer narrative:
Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime est, excessive no delivery test and dat test at 0.08755 inches. The stop (idle) current and run current measurement tests are within specification. Unit also passed off no power alarm test and a21 error test. Unit had cracked case at display window corner, cracked battery tube threads, broken belt clip slot, cracked reservoir tube and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.